Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations. An initial report was previously submitted to FDA on 11/10/2009; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report.

Event description:
Boston scientific received information that during a patient follow up, shock impedance measurements above 125 ohms were observed. Testing was performed and it was determined that the distal coil was causing the out of range impedance. The physician suspects that there is a connection issue between the implantable cardioverter defibrillator (ICD) and the lead. No adverse patient effects were reported. A revision was performed to check the connections and it was discovered that the terminal pin of the distal shocking coil was not fully inserted into the header. The lead was disconnected from the device and then reinserted into the port. The re-establishment of the connection resolved the out of range shock impedance measurements. Both the device and lead remained implanted and in service. At a later date, the ICD was explanted for an unrelated product performance issue (MDR# 2124215-2015-14597) and returned for laboratory analysis.